Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This single port monopolar curved scissors instrument was transferred to design engineering to inspect the weld where the main tube had broken. The instrument was cut to inspect the weld site, but all components were returned. Design engineering inspected the instrument with a laser welding engineering and stated, "no anomalies were observed in the weld." From inspection of the weld, the wider engineering team mentioned that the breakage's most probable cause was mishandling and not manufacturing or design.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port monopolar curved scissors (mcs) instrument exhibited an unknown issue. The customer reported event had no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 2.30mm x 2mm in size. The broken tube adapter made it difficult to install a tip and caused the tip to not be securely attached. Visual inspection was performed and found no damage to the housing. The housing was removed for inspection and found no internal damages. The probable root cause may be attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments. Additional common causes include improper installation or removal of the tip accessory. Additional finding(s) related to the customer reported complaint: the instrument was found to have a detached fragment. The fragment was not returned and was likely caused by the broken tube adapter. The root cause is typically attributed to the use conditions. Additional observation(s) not reported by site: the instrument was found to have the instrument main tube - broken at weld 2. The location of the breakage is approximately 112.14mm from the distal tip. All welds on weld 2 appeared broken. No material was found missing. Due to the damage, the internal cables are visible, and the instrument was unable to be straightened. Input disks were unable to articulate due to the broken main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The instrument was found to have corroded pulley cables. When the housing of the instrument was opened up, the pulley cables exhibited white substance. The white substance is indicative of corrosion. The root cause is typically attributed to the use conditions.